Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day following implant, the right ventricular (rv) lead dislodged and had no capture. The rv lead high impedance alert went off and was observed to have intermittent capture. The rv lead was repositioned. No patient complications have been reported as a result of this event.